Manufacturer narrative:
The complaint was initially reviewed and determined to be non reportable as there was no obvious malfunction. It was believed it did not work correctly due to the customer using a different protocol than what is stated in the info for use booklet. The retained unit was also tested and found to work optimally. The customer kit was returned and tested, which then led to the understanding the product did malfunction. An investigation was performed and a recall of the affected products is now underway. The root cause of the malfunction is a manual fill of the product has been conducted with the incorrect component.

Event description:
On (B)(6) 2015, leica (B)(4) received a complaint regarding ds9390 bond polymer refine red detection batch 41919 to state there was no staining observed when using this product. The customer was noted to use the product following a different protocol to what is specified in the info for use booklet. The product was returned for analysis and found to not perform correctly when tested using the correct protocol. The testing was concluded on (B)(6) 2015. This is the date the root cause was identified as a malfunction with the product.

Manufacturer narrative:
A product recall was initiated on 11/16/2015, of (B)(4) batches of (B)(4) bond polymer refine red detection which have the potential to be affected by the same failure mode as this report.